Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported elevated blood glucose of over 300 mg/dl. She injected 5 units of insulin via pen and then another 2 units. After 4 hours, her blood glucose decreased to 120 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.